Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.50 x 20mm balloon catheter, a 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcification and the shaft broke approximately 50cm from the hub. The device was pulled back and was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the device found a hypotube break 245 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.50 x 20mm balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcification and the shaft broke approximately 50cm from the hub. The device was pulled back and was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.